Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On approximately (B)(6) 2026, the patient stated that she felt that the readings from cgm at that time was different from how she felt but she did not check a manual meter to compare the readings. She was then found unconscious and someone called an ambulance. When ems arrived, they did a manual test and her readings were around 50-60 mg/dl. Unable to confirm what was the reading from cgm. She was transported to the ER. No further event information was provided as the patient ended the conversation. Follow up attempts with the patient were made multiple times but was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.